Event description:
Four discordant, falsely elevated sodium patient results (4 patients) were obtained on a dimension exl with lm. The initial results were reported to the physician(s) and questioned. The same samples were repeated on an alternative dimension exl with lm. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer reported multiple, falsely elevated sodium patient results obtained on a dimension exl with lm. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. The customer replaced the sample probe, aligned the sample probe, cleaned the waste tubing, replaced the sensor, and performed a super conditioning. Afterwards, a dilution check and quality control check performed within specifications. Siemens determined the potential cause of the event was due to clog in waste line. System was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.